Manufacturer narrative:
Device manufacture date, evaluation codes: additional information. Device evaluated by MFR?: corrected data. (B)(4). One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture tip was not provided for evaluation as it remains in the patient. The fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 or. (B)(6) was performing a revision. The patient developed stenosis above a l2-si posterior lumbar construct, he removed a synthes matrix spine construct from l2-s1 (already reported to synthes chu - revision). After he removed all the matrix hardware he reinstrumented the patient from li-si (skipped several intermediate levels - unknown which were skipped). While placing the left l2 screw, the expedium driver tip broke off in the expedium 6.0 x 55mm screw. Dr. (B)(6) had removed a 7.0 x 55mm matrix screw from that level, and partially tapped with an expedium 6.0mm tap. The insertional torque to put that screw in was very high. Dr. (B)(6) attempted to remove this screw by "helicoptering" it out, but it would not move. He elected to leave it implanted as he was concerned he may break the implant or harm the patient. The screwdriver fragment for this left 12 screw remains in the patient. Dr. (B)(6) fully tapped all of the other screw holes and placed the remaining screws. He successfully completed the procedure.